Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise which lead to an inappropriate anti-tachycardia pacing (atp) event. It was noted that the threshold measurement and both the shock and pacing impedance measurements were normal and there was no evidence of pacing inhibition. During the revision procedure, the rv lead was noted to be fractured. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.